Event description:
Per fax, the 4-way valve is stuck s/n (B)(4). Per independent repair center statement unit is alarming or red light. The key failure was the rexroth valve for the valve was stuck. Additional malfunctions were the tie wraps for the straps were leaking, the check valves were leaking, the poppet kit for the poppet valve was not shifting, the cooling fan for the fan was loud, the sieve tubes for the tubes were leaking, the heat exchanger was leaking, the sieve beds were saturated, and the elbow was leaking.